Event description:
Procedure type: deep anterior rectum resection. According to the reporter: the instrument was introduced into the rectum without any problems. Reportedly, the instrument was then fired properly. Before removing the instrument from the rectum, the doctor rotated the wing nut two complete turns. However, the instrument could not be removed from the rectum. A laparoscopic control showed that the clip-tissue-line had been applied completely, but the stoma was not cut properly. Reportedly, there was tissue remaining between the instrument and the anvil. Reportedly, due to this condition, the instrument could only be removed by force, which caused the tissue to tear. Reportedly, to fix the problem, a second resection of the sigma/rectum had to be performed. Another instrument was used to complete the second anastomosis.